Manufacturer narrative:
Patient information was requested and not provided.

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the backup battery was depleted. The customer reported patient involvement with no harm to the patient.